Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor cannula was half the length when it was removed from the customer's body. Customer confirmed it did not break in the skin. His blood glucose was 94 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor cannula broken, broken part was found in cannula tubing. It was unable to confirm customer received sensor in said condition due to customer returned it opened/used.